Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader would not turn on by button or by test strips. On (B)(6) 2021, the customer experienced fatigue and malaise and tried to perform a blood glucose test on the reader, but the reader did not turn on. The customer subsequently lost consciousness, however was able to self-treat with "2 sugars" for hypoglycemia once he regained consciousness. There was no third-party medical treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with a button press or insertion of a retained test strip; however, it powered on with a universal serial bus (usb) cable insertion. De-cased the reader and no issues were observed upon visual inspection. The voltage of the returned battery was measured. The reader did not turn on when pressure was applied to the central processing unit (cpu). Replaced returned battery with retained battery and attempted to turn on reader. The returned reader turned on with a button press and strip insertion, and a known good battery was observed to be charging. An extended investigation was also performed. A visual inspection was performed on the returned reader and no abnormalities were observed. Replaced returned reader¿s battery with a known good battery and observed reader turned on with a home button and battery started to charge when charging cable was inserted. Performed functionality test on the returned reader and observed the current was within specification. Therefore, this issue is confirmed due to a faulty battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader would not turn on by button or by test strips. On 02-mar-2021, the customer experienced fatigue and malaise and tried to perform a blood glucose test on the reader, but the reader did not turn on. The customer subsequently lost consciousness, however was able to self-treat with "2 sugars" for hypoglycemia once he regained consciousness. There was no third-party medical treatment provided. There was no report of death or permanent injury associated with this event.